Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: acute pain/dissection/arterial repair. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the proglide device, achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the pt felt acute, unspecified pain after the arteriotomy closure. A femoral angiogram found that the right common femoral artery was completely occluded and a dissection was found. An angioplasty was performed. After the guide wire was removed, the pt experienced acute unspecified pain again. The common femoral artery was again found to be occluded past the profunda into the superficial femoral artery. The physician placed a stent to treat the dissection; however, after the stenting procedure, the pt again experienced acute unspecified pain. A surgical cut down was performed to treat the dissection. It was noted that the proglide knot was in perfect position, and it was confirmed there was no back wall suture. The physician stated that he felt the dissection occurred during the diagnostic procedure, and before vessel closure and was caused by either the procedural sheath or the guide wire.